Event description:
Pt (B)(6) called customer care on (B)(6) 2012 complaining about her meter gave a reading of 500mg/dl and her husband had to call the paramedics. Paramedics were called on (B)(6)2012 and their reading was 33 mg/dl.

Manufacturer narrative:
Unable to determine if the issue is a result of the device malfunction or user error. Pt did not provide any symptoms to the customer care only that the device gave a reading of 500mg/dl.